Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink (B)(6) blood/solution set was unable to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye and it was observed that the blood inside the filter is not flowing freely into the set. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.